Event description:
Surgeon reported to co that the technician placed the applantor on the sapphire upside down, resulting in deep cuts bilateral. Surgeon "did not notice" the deep cuts and lased both eyes resulting in anterior chamber perforations. Surgeon was advised to contact company's medical director for advice on how to proceed after the perforation occurred. Surgeon expects the pt's vision to return to pre-op vision.